Event description:
There was an allegation of questionable elecsys ca 15-3 ii assay results for 2 patient samples on a cobas e 801 module. Refer to the attachment to the medwatch for all patient data. It is unknown if any questionable results were reported outside of the laboratory. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The customer did not provide calibration, qc, pre-analytical, or alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.